Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogating the pulse generator, it was discovered that there were recorded episodes atrial and right ventricular lead noise. The atrial lead sensitivity was reprogrammed by the physician. No other changes were made. The patient's condition remained stable. Related manufacturer reference number: 2017865-2019-16421.